Manufacturer narrative:
UDI(di): (B)(4). The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that the ICD contamination was noted prior to the procedure. The device was replaced.